Manufacturer narrative:
The user reported hospitalization due to an aortic valve replacement surgery and a gastrointestinal arterial bleed. The user was diagnosed with aortic stenosis and a gastrointestinal arterial bleed. The event occurred on (B)(6), 2025. At the time of the call, the user reported feeling very well.the event was not related to the sensor insertion or removal and was not related to diabetes.per dms review, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported hospitalization due to an aortic valve replacement surgery and a gastrointestinal arterial bleed. The user was diagnosed with aortic stenosis and a gastrointestinal arterial bleed. The event occurred on (B)(6), 2025. At the time of the call, the user reported feeling very well.the event was not related to the sensor insertion or removal and was not related to diabetes.per dms review, the user is currently using the system with up-to-date information.